Event description:
It was reported that during a rotator cuff repair surgery the guidewire broke while insertion. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 16-aug-2023 nen: further information revealed that the shaft broke.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. Not related issues were found. One unpackaged ar-3600-2-1 was received for investigation. The device arrived without anchor/suture for evaluation. Visual evaluation found not issues with the returned device. However, per event description it is inferred that the failure was the anchor/suture. Functional testing does not apply to this device that arrived for evaluation without sutures/anchors. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure is prying/leveraging the device against bone or another instrument. According to dfu-0054 at revision 0. Section g. Precautions. 1. Surgeons must apply their professional judgment when determining the appropriate suture anchor type and size based on the specific indication, preferred surgical technique, and patient history. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.